Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared per the instructions for use (IFU). The sgc was inserted without issues; however, when the cds was inserted into the sgc, a loss of fluid column occurred. The cds was removed and aspiration was performed. The cds was reinserted but the same issue occurred. The physician decided to replace the sgc and continue using the same cds. The new sgc was prepared per IFU and inserted without issues. However, again, a leak loss of fluid column occurred. This time the physician decided to replace the cds. A new cds was used with the same sgc without issues. The clip was deployed on the mitral valve, reducing mr to a grade of 1. The physician stated the leak in the second sgc was caused by the cds. It is unknown if the first sgc caused or contributed to the leak. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed with a proxy cds. However, this issue was seen when tested with the returned cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak appears to be related to procedural conditions (torn clip introducer silicon valve). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.